Manufacturer narrative:
Initial device evaluation found more significant damage was discovered than initially reported. A portion of the liner was hanging off the device. The investigation is ongoing.

Event description:
Upon removal of the esheath, bleeding occurred at the access site and through the esheath. The esheath was about halfway in the vessel, pressure was held to control the bleeding and a dilator was employed to achieve hemostasis. The perclose devices were deployed with success. The patient's hematocrit was down to 22 and 1 unit of blood was transfused. At last report the patient was stable. Upon examination of the device, a hole or tear was observed in the middle of the sheath. Upon review, it was considered all the bleeding likely occurred through the sheath and not at the arteriotomy. Initial device evaluation found a portion of the liner was hanging off the device.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed, the liner was torn approximately 8.5¿ in length, no sharp edges were observed, a string of liner material approximately 2.5¿ in length was observed on the distal end of the shaft, heavy scratches were present along the entire length of the shaft, there was an indentation approximately 2¿ distal to the strain relief and a kink was observed on sheath shaft approximately 3¿ distal to strain relief. No other visual abnormalities were observed. Dimensional analysis of the sheath was performed and the liner thickness was found to meet specifications. Due to the state of the returned device (torn esheath liner), no relevant functional analysis of the esheath liner tear were possible. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Patient or procedural factors can contribute to this type of damage, including vessel calcification and tortuosity and a sub-optimal device insertion angle. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. Heavy scratches, indentations, and kinks along the sheath shaft on the returned device suggests that patient factors (moderate calcification) contributed to the complaint. The complaint of a torn liner was confirmed, but no manufacturing non-conformances were identified. The cause of the liner tear may be related to patient factors (moderate vessel calcification). No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the november 2015 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.